Event description:
It was reported that the patient was re-implanted. Per device explantation report, the reason was an extruded electrode into the middle ear resulting in no benefit. The device and electrode were reportedly not additionally fixated.

Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted due to the extrusion of the active electrode into the middle ear. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient was re-implanted. Per device explanation report, the reason was an extruded electrode into the middle ear resulting in no benefit. The explanted device was not immobilised. The electrode was in a channel in bone.

Manufacturer narrative:
(B)(4). The device was explanted and returned to med-el headquarters, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.